Manufacturer narrative:
6/12/97-supplemental report #1 submitted to FDA.

Event description:
During a ima/acvb procedure, the clips did not form properly. The surgeon applied another device without pt injury.